Event description:
Vent not pushing air into test lung. Mother reported that vent didn't sound right, air seemed to be escaping from peep valve, they tried changing circuit 4 times, but that didn't work. No allegations of vent causing patient harm. Was running on ac power at time of event.